Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. UDI # (B)(4). Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a right suprapatellar tibial fracture on (B)(6) 2016 due to a ground level fall. It was reported that one of the prongs on the reamer shaft at the distal end where the reamer head connects got bent, possibly when adding the 9.5mm remaining head. During reaming, when the surgeon went to back out the 8.5mm reamer head, there was no issue. However, when he went to pull out the 9.5mm reamer head, the device got snagged on the ball tip reamer rod and pulled the rod out with it. The surgeon switched reamer shafts with minimal delay. The surgeon continued reaming with progressively larger reaming heads up to 12.5mm without further incident. There were no issues reported with the reaming heads. The patient was implanted with an 11mm x 330mm tibia nail with five, 5.0mm locking screws. The surgery was successfully completed and the patient was reported as stable. Concomitant devices: rod (part #unknown, lot #unknown, quantity 1), 8.5mm medullary reamer head (part #352.085, lot #unknown, quantity 1), 9.5mm medullary reamer head (part #352.095, lot #unknown, quantity 1). This report is for one (1) flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The returned flexible shaft (352.044, n/a) is one of the shaft components which make up the flexible reamer options offered to help facilitate intramedullary nail insertion. The thin flexible shaft and deeply fluted reamer heads are designed to help reduce intramedullary pressure and increase flow of bone chips and marrow during reaming. Replication was inapplicable, but the complaint condition was confirmed for the returned shaft since it was received with one of the prongs on its distal head found to be bent outwards. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Due to the lack of a legible lot number, a DHR review could not be performed for the returned shaft, and its date of manufacture was also unavailable. Drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It was stated that a prong on the distal tip of the shaft was bent, which directly impacts the complaint condition. It is not certain when or how the prong got bent, but it is possible that rough handling when attempting to attach a reamer head and/or not keeping the distal tip free from unintended forces during use/processing, could have contributed to the complaint condition. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.